Event description:
It was reported that patient was on a program to increase stimulation by 0.1v ever week. Patient had successful increases of stimulation during the first two weeks of programming. The third week's programming to increase stimulation resulted in a call your doctor and out of regulation(oor) display on the patient programmer. Low out of range impedance values were found at electrodes 0-1 = 193 ohms, 0-3 = 165ohms, 1-3 = 244ohms. Patient was considering re-programming to different electrodes but was still receiving good therapeutic results from current program settings: 3+, 1- at 3.6v, pw of 90 and 130hz. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 748251, lot# v012773, implanted: (B)(6)-2006, explanted: unk, lead model 748251, lot# v012773, implanted: (B)(6)-2006, explanted: unk, extension model 748251, serial# (B)(4), implanted: (B)(6)-2006, explanted: unk, extension model 748251, serial# (B)(4), implanted: (B)(6)-2006, explanted: unk, programmer model 37642, serial# (B)(4).

Event description:
Additional information received reported the patient was seen by the manufacturer's representative in (B)(6) 2011. The patient had an open circuit with their electrode configuration. They were able to program around the open circuit. The patient was doing much better.